Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the allegation was confirmed. During the device evaluation, the following issues were discovered: the flexible tube of the insertion section was crushed; the curved tube had an abnormal angle; the channel cleaning brush could not be inserted smoothly; the coat of the insertion tube had come off due to external factors; the curved bending section was missing adhesive; and scratches were discovered on the device in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the protector cover on the tracheal intubation fiberscope was buckled. There was no patient injury or procedure impact report. During the evaluation of the device, it was found that the coating at the insertion point was peeling off. The purpose of this report is to document the reportable malfunction of peeled-off coating observed on the insertion guide during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.